Event description:
Report received of the pump display failing to record the amount of solution that had infused. The homecare patient was receiving an unspecified dosage of morphine. The pump was programmed to deliver a weekly bag of 100ml at an unspecified continuous rate and bolus dose. The homecare nurse was making her weekly visit. The patient was receiving pain management therapy with adequate pain control, but the pump display and history were not recording the amount being infused. The nurse replaced the pump. The patient was awake and alert with good pain control. Though requested, no further information was available.